Event description:
The customer observed z1 motor communication errors generated on the alinity s system. The instrument when trying to reinitialize, it instantly went into stop mode. The field service representative (fsr) arrived onsite to inspect the instrument and noticed that the sample probe 1 cicoil was burnt/charred. The fsr replaced the sample z1 cicoil. While running pipettor calibration target location check, sample z2 failed. Noticed that it was making a loud sound while moving. The fsr replaced the sample z2 motor. There was no harm or injuries reported. There was no impact to patient management reported.

Manufacturer narrative:
The instrument was inspected and found the sample probe 1 cicoil to be warm and also to have one of its cables blackened. The cable, s-r1 cicoil was replaced and the instrument functioned as intended. An evaluation of the returned cable, s-r1 cicoil found a blackened cable visible under the insulation. The instrument service history review for (B)(6) identified no additional issues or contributing factors to the current complaint. A review of tracking and trending for the alinity s system did not identify any trends. A review of tracking and trending for the cable, s-r1 cicoil did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity s system for serial (B)(6) or the cable, s-r1 cicoil were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed z1 motor communication errors generated on the alinity s system. The instrument when trying to reinitialize, it instantly went into stop mode. The field service representative (fsr) arrived onsite to inspect the instrument and noticed that the sample probe 1 cicoil was burnt/charred. The fsr replaced the sample z1 cicoil. While running pipettor calibration target location check, sample z2 failed. Noticed that it was making a loud sound while moving. The fsr replaced the sample z2 motor. There was no harm or injuries reported. There was no impact to patient management reported.